Event description:
(B)(4). I immediately woke from getting essure in horrible pain that never went away I also woke bleeding which also never stopped until my hysterectomy in (B)(6) of 2014 I also started getting rashes from jewelry, horrible night sweats, weight gain, extreme bloating, mood swings, chronic fatigue, brain fog, and other menopause like symptoms which all vanished after hysterectomy to remove essure.